Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -14.00/+2.00/71 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens rotation not associated to low vaulting. On (B)(6) 2023 the lens was repositioned but this did not resolve the problem. Lens remains implanted. The cause of the event was reported as unknown and the device did fail to perform as intended and noted "even though lens vault is good this lens has rotated twice."